Event description:
It was reported that during a robotic radical prostatectomy, the stapler locked during pa firing on renal vein. No staples fired and no knife blade remained retracted. The procedure was completed successfully with no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 7/16/2024. D4: batch # 691c93. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received with the anvil and closure trigger in closed position and the firing mechanism damaged and with a tr45w reload loaded in the device. The reload was received partially fired 1/10 with two protruding staples. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. The event reported was confirmed and it is related to improper use of the device. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 691c93, and no non-conformances were identified.